Event description:
It was reported that the patient presented for follow up in clinic with loss of capture exhibited by the left ventricular lead caused by lead dislodgement due to twiddler's. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was measured to be within specification.